Event description:
A site reported to rxsight that a patient with a significant history of corneal and ocular surface disease was implanted with the light adjustable lens (lal, sn (B)(6), +20.0d) on (B)(6) 2023. Light treatments were completed on (B)(6) 2024. On (B)(6) 2024, the lal was explanted due to patient complaint of blurry vision and visual disturbances.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).